Manufacturer narrative:
Device evaluation: lens was returned in liquid , in lens vial. Visual inspection found no visible damage to the lens. No similar complaints were reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter stated that a 13.2mm micl 13.2 implantable collamer lens, -6.5 diopter, was explanted due to patients intraocular pressure being high. The reporter indicated that the event cause could be due to the lens being big. Additional information was requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.